Event description:
It was reported that low pacing impedances were noted on the right atrial (ra) lead due to an insulation breach after a clavicle surgery. The patient had a clavicular repair above the device and has plates and screws in the clavical. The ra lead was capped and replaced on (B)(6) 2025. There were no adverse health consequences, the patient was stable.